Event description:
The handpiece was returned to the MFR for service, and during the eval. The device continued to run on its own. There was no pt involvement at the MFR during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the MFR for service. During the eval, a run-on condition was found and then reported. Based on the investigation, details, a possible cause was the anti-rotation pins lodged between the trigger and face plate or the attachment lock failing.